Manufacturer narrative:
The device has not yet been released by risk management, but is anticipated to be returned to csi. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and had to be surgically removed. The target lesion was heavily calcified, 20 cm in length and was located in the proximal anterior tibial (at) artery. The physician used a terumo 6fr introducer sheath and a csi viperwire guide wire to access the lesion. The oad was loaded onto the guide wire and advanced to the site of the lesion. Approximately 15 seconds into the first run at low speed, the device bogged down and stopped spinning. A guide catheter was advanced over the device in attempt to free it, but was unsuccessful. The physician then advanced a second guide wire into the patient and loaded a balloon onto the guide wire. The balloon was inflated just proximal to the crown in an attempt to free it, but was unsuccessful. The patient was taken to the operating room and the device was surgically removed from the patient. The patient status remained stable throughout the procedure.